Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, fatigue and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic bilateral") in a 43-year-old female patient who had essure (batch no. C51074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for gerd: omeprazole. Concurrent conditions included umbilical hernia. Concomitant products included omeprazole and progesterone. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth fracture ("teeth breaking"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia/pain during sex"), mood swings ("mood swings"), urinary tract infection ("urine infection: uti"), migraine ("migraine"), headache ("headaches"), weight increased ("weight gain"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge") and vision blurred ("blurry vision"). In 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating") and vaginal infection ("vaginal infection"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, abdominal distension, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary incontinence, tooth fracture, dysmenorrhoea, mood swings, urinary tract infection, vaginal infection, migraine, headache, weight increased, amnesia, vaginal discharge and vision blurred outcome was unknown and the alopecia and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight: 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: result not provided. Batch no c51074: mfg date -24-04-2014. Expiration date - 30-04-2017. Batch no c51082. Mfg date -29-04-2014. Expiration date -30-04-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic bilateral") in a 43-year-old female patient who had essure (batch no. C51082) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for gerd: omeprazole. Concurrent conditions included umbilical hernia. Concomitant products included progesterone. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), teeth brittle ("teeth breaking"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia/pain during sex"), mood swings ("mood swings"), urinary tract infection ("urine infection: uti"), migraine ("migraine"), headache ("headaches"), weight increased ("weight gain"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge") and vision blurred ("blurry vision"). In 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating") and vaginal infection ("vaginal infection"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, abdominal distension, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary incontinence, teeth brittle, dysmenorrhoea, mood swings, urinary tract infection, vaginal infection, migraine, headache, weight increased, amnesia, vaginal discharge and vision blurred outcome was unknown and the alopecia and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, teeth brittle, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight: 220 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: result not provided . Most recent follow-up information incorporated above includes: on 13-jun-2018: reporter information was provided. This case concerns 43 year old patient. Her demographic was updated. Her concurrent conditions were added. Lab data was added. Essure indication was added. Essure lot number was added. Her concomitant medication was added. Following events: abnormal bleeding (vaginal, menorrhagia); apareunia; urinary incontinence; teeth brittle; dysmenorrhea; dyspareunia; fatigue; hair loss; mood swings; uti (urinary tract infection), vaginal infection; migraines/headaches; memory loss; anxiety; vaginal discharge; blurred vision; weight gain were added. She was recovering from the evens: pain during sex and hair loss. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic bilateral") in a 43-year-old female patient who had essure (batch no. C51082,c51074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for gerd: omeprazole. Concurrent conditions included umbilical hernia. Concomitant products included omeprazole and progesterone. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth fracture ("teeth breaking"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia/pain during sex"), mood swings ("mood swings"), urinary tract infection ("urine infection: uti"), migraine ("migraine"), headache ("headaches"), weight increased ("weight gain"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge") and vision blurred ("blurry vision"). In 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating") and vaginal infection ("vaginal infection"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, abdominal distension, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary incontinence, tooth fracture, dysmenorrhoea, mood swings, urinary tract infection, vaginal infection, migraine, headache, weight increased, amnesia, vaginal discharge and vision blurred outcome was unknown and the alopecia and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight: 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: result not provided. Most recent follow-up information incorporated above includes: on 31-oct-2018: medical record received:product lot number,reporters added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic bilateral") in a 43-year-old female patient who had essure (batch no. C51082,c51074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for gerd: omeprazole. Concurrent conditions included umbilical hernia. Concomitant products included omeprazole and progesterone. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth fracture ("teeth breaking"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia/pain during sex"), mood swings ("mood swings"), urinary tract infection ("urine infection: uti"), migraine ("migraine"), headache ("headaches"), weight increased ("weight gain"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge") and vision blurred ("blurry vision"). In 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating") and vaginal infection ("vaginal infection"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, abdominal distension, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary incontinence, tooth fracture, dysmenorrhoea, mood swings, urinary tract infection, vaginal infection, migraine, headache, weight increased, amnesia, vaginal discharge and vision blurred outcome was unknown and the alopecia and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight: 220 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: result not provided most recent follow-up information incorporated above includes: on 31-oct-2018: medical record received:product lot number,reporters added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic bilateral/sharp pain on my left side/left side pain al the way to my chest') in a 43-year-old female patient who had essure (batch no. C51074,c51082) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and hernia repair. Previously administered products included for gerd: omeprazole. Concurrent conditions included umbilical hernia. Concomitant products included omeprazole and progesterone. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods and longer"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), tooth fracture ("teeth breaking"), dysmenorrhoea ("dysmenorrhea/cramps"), dyspareunia ("dyspareunia/pain during sex"), mood swings ("mood swings"), urinary tract infection ("urine infection: uti/infection (bladder / urinary tract/vaginal) type: urine infection"), migraine ("migraine"), headache ("headaches/headache"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge") and vision blurred ("blurry vision") and was found to have weight increased ("weight gain"). In 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/abdominal pain"), abdominal distension ("bloating/bloated"), vaginal infection ("vaginal infection/vaginal infection"), speech disorder ("speech problems"), panic attack ("4 panic attack"), dyspnoea ("shortness of breath"), procedural pain ("had surgery yesterday, just little cramps/feel pain in my stomach after surgery"), flatulence ("gas"), exostosis ("spur on both feet"), arthralgia ("hip was hurting"), asthenia ("feeling weak"), pyrexia ("fever"), incision site pain ("pain around where one of the incision is at"), abdominal pain upper ("stomach pain"), post procedural haemorrhage ("bleed for 3 weeks"), back pain ("back pain"), rash ("rash back of head"), hot flush ("body temp very hot, not fever, but feel very hot"), feeling abnormal ("brain fog"), coital bleeding ("still bleed after intercourse") and vomiting ("threw up"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, abdominal distension, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary incontinence, tooth fracture, dysmenorrhoea, mood swings, urinary tract infection, vaginal infection, migraine, headache, weight increased, amnesia, vaginal discharge, vision blurred, speech disorder, panic attack, dyspnoea, procedural pain, flatulence, exostosis, arthralgia, asthenia, pyrexia, incision site pain, abdominal pain upper, post procedural haemorrhage, back pain, rash, hot flush, feeling abnormal and vomiting outcome was unknown, the alopecia and dyspareunia was resolving and the coital bleeding had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, dyspnoea, exostosis, fatigue, feeling abnormal, female sexual dysfunction, flatulence, headache, hot flush, incision site pain, menorrhagia, migraine, mood swings, panic attack, pelvic pain, post procedural haemorrhage, procedural pain, pyrexia, rash, speech disorder, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: current weight: 220 lbs. Discrepancy in date of insertion: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: results: result not provided. Batch no c51074 : mfg date -24-04-2014, expiration date - 30-04-2017. Batch no c51082 : mfg date -29-04-2014, expiration date -30-04-2017. Concerning the injuries reported in this case, the following one/ones were reported via social media: speech disorder, panic attack, shortness of breath, post procedural pain, gas, foot exostosis, hip was hurting, asthenia, fever, incision site pain, stomach pain, post procedural bleeding, back pain, localised rash, hot flashes, brain fog, post coital bleeding . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. Events per pfs: speech disorder, panic attack, shortness of breath, post procedural pain, gas, foot exostosis, hip was hurting, asthenia, fever, incision site pain, stomach pain, back pain, localized rash, hot flashes, brain fog, post coital bleeding,threw up. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic bilateral/sharp pain on my left side/left side pain al the way to my chest') in a 43-year-old female patient who had essure (batch no. C51074,c51082) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and hernia repair. Previously administered products included for gerd: omeprazole. Concurrent conditions included umbilical hernia. Concomitant products included omeprazole and progesterone. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods and longer"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), tooth fracture ("teeth breaking"), dysmenorrhoea ("dysmenorrhea/cramps"), dyspareunia ("dyspareunia/pain during sex"), mood swings ("mood swings"), urinary tract infection ("urine infection: uti/infection (bladder / urinary tract/vaginal) type: urine infection"), migraine ("migraine"), headache ("headaches/headache"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge") and vision blurred ("blurry vision") and was found to have weight increased ("weight gain"). In 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/abdominal pain"), abdominal distension ("bloating/bloated"), vaginal infection ("vaginal infection/vaginal infection"), speech disorder ("speech problems"), panic attack ("4 panic attack"), dyspnoea ("shortness of breath"), procedural pain ("had surgery yesterday, just little cramps/feel pain in my stomach after surgery"), flatulence ("gas"), exostosis ("spur on both feet"), arthralgia ("hip was hurting"), asthenia ("feeling weak"), pyrexia ("fever"), incision site pain ("pain around where one of the incision is at"), abdominal pain upper ("stomach pain"), post procedural haemorrhage ("bleed for 3 weeks"), back pain ("back pain"), rash ("rash back of head"), hot flush ("body temp very hot, not fever, but feel very hot"), feeling abnormal ("brain fog"), coital bleeding ("still bleed after intercourse"), vomiting ("threw up") and malaise ("I was sick to go today"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, abdominal distension, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary incontinence, tooth fracture, dysmenorrhoea, mood swings, urinary tract infection, vaginal infection, migraine, headache, weight increased, amnesia, vaginal discharge, vision blurred, speech disorder, panic attack, dyspnoea, procedural pain, flatulence, exostosis, arthralgia, asthenia, pyrexia, incision site pain, abdominal pain upper, post procedural haemorrhage, back pain, rash, hot flush, feeling abnormal, vomiting and malaise outcome was unknown, the alopecia and dyspareunia was resolving and the coital bleeding had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, dyspnoea, exostosis, fatigue, feeling abnormal, female sexual dysfunction, flatulence, headache, hot flush, incision site pain, malaise, menorrhagia, migraine, mood swings, panic attack, pelvic pain, post procedural haemorrhage, procedural pain, pyrexia, rash, speech disorder, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: current weight: 220 lbs. Discrepancy in date of insertion: (B)(6) 2015, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: results: result not provided. Batch no c51074 : mfg date -24-04-2014 expiration date - 30-04-2017. Batch no c51082 : mfg date -29-04-2014 expiration date -30-04-2017. Concerning the injuries reported in this case, the following one/ones were reported via social media: speech disorder, panic attack, shortness of breath, post procedural pain, gas, foot exostosis, hip was hurting, asthenia, fever, incision site pain, stomach pain, post procedural bleeding, back pain, localised rash, hot flashes, brain fog, post coital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 11 and 12 were processed together. Social media received. Reporter information added. Event : I was sick to go today added. On 23-mar-2020: fu 11 and 12 were processed together. Social media received. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.